Manufacturer narrative:
The device was returned as a part of the asset return process. In addition to glue between z-block and distal end was worn, additional evaluation findings are as follows: switch box had a dent, right/left knob was shaved, up/down knob was shaved, grip was shaved, plug unit was damaged, scope connector case unit had a dent, due to damage on channel tube, water tightness was lost, light guide lens had a crack, connecting tube had a cut, distal end was shaved, distal end had residual liquid, adhesive around objective lens had discoloration, and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that glue between z-block and distal end is worn. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing was not conducted properly due to leakage from the biopsy channel. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.